Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the upper panel assembly and labels and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of the investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was unable to obtain external input signals. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Iu on 27oct2021: clarification provided for the event description- unable to obtain ECG and bp. Additional information: e1(fax: (B)(6)).

Event description:
N/a.